Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery in the left eye, the lens suddenly jumped out of the delivery system and into the eye upon insertion. The lens up to that point went very smoothly without any resistance. The optic of the lens was noticed to have markings on it once it was implanted that are not in the center of the optic. The surgeon left the lens implanted and will reassess the patient in a few days. Additional information has been requested.